Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no sounds. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 07/23/2015 device evaluation: the pump has been returned to animas and evaluated on (B)(4) 2015 with the following findings: there was no audio tone when the pump was powered up. The piezo contact alignment was found to be misaligned. When the contacts were realigned the audio tones functioned properly.